Event description:
It was reported that three months post implant, the ventricular lead exhibited loss of capture and sensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.